Manufacturer narrative:
The device was returned and detailed analysis is pending.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Manufacturer narrative:
The device was explanted and a return request was made for this product. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol)with a voltage of 2.52 and charge times of 31.7 seconds. This device is included in the mid-life display of replacement indicators and the shortened replacement window advisories. No adverse patient effects were reported.

Event description:
--